Event description:
It was reported that while in the cath lab, the md prepped the iab per procedure. After removing the iab from the tray, the md noticed the balloon was unwrapping. Vacuum was pulled on the balloon a second time after it was removed from the tray. The md could not advance the iab through the sheath. As a result, a new iab was inserted through the sheath successfully. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.